Event description:
The 70% stenosed target lesion was located in the left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon was used to dilate the lesion. When the wolverine was advanced through the guide into the lesion, the balloon shaft broke off the main part of the balloon. The break was less than 15cm from the hub. The wolverine was removed and a non bsc device was used to remove the balloon component and the procedure was completed. No adverse events were noted to the patient.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon was used to dilate the lesion. When the wolverine was advanced through the guide into the lesion, the balloon shaft broke off the main part of the balloon. The break was less than 15cm from the hub. The wolverine was removed and a non bsc device was used to remove the balloon component and the procedure was completed. No adverse events were noted to the patient. Device evaluated by MFR: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 200mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A microscopic examination identified damage to the tip. This type of damage is consistent with the device encountering resistance when attempting to cross a lesion. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.